Event description:
See initial report.

Manufacturer narrative:
H.10: thorough follow-up communication livanova learned that the reported event was about noisy pump. Pump noise did not impact device functionality thus it is not likely to result in serious injury. Therefore, the reported event has been re-evaluated as non reportable.

Manufacturer narrative:
There was no known patient involvement. Livanova (B)(4) manufactures the heater-cooler system 3t . The incident occurred in (B)(6). Livanova initiated an investigation. A review of the DHR did not identify any deviations, or non-conformities relevant to the reported issue. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report of a heater-cooler system 3t pump motor failure during service. A patient pump malfunction cannot be excluded. There was no patient involvement.